Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that earlier in the day, the customer had mistakenly delivered a 10 unit bolus instead of a 1 unit bolus. The customer's blood glucose (bg) level was impacted. Although the customer did not test bg level, the customer was certain that bg level was below 70 mg/dl. The customer drank orange juice to address low bg level. At the time of the call, the customer's bg level was at target range.